Manufacturer narrative:
The baxter technician found the bed needed to be replaced. The baxter technician replaced the bed to resolve the issue. The product involved in the allegation is a rental unit with an extensive service history. Available documentation confirms that the bed has been routinely serviced in alignment with established maintenance protocols. Most recently, this product had routine service/maintenance performed on 03/04/2025 and did not require any additional service related to the reported issue. The design requirement specification for versacare states that the product life shall be 10 years under normal use, maintenance and repair. The versacare bed involved in the allegation is 14 years old. Therefore, the baxter medical device referenced in this complaint has reached the end of its design life.

Event description:
Baxter received a report that vc p500 nsc air rental frame had bed exit not working. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Initial reporter address: (B)(6). No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.